Manufacturer narrative:
(B)(4). The analysis result showed that the er320 instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. In addition, a plastic bag was received with 4 preformed clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clipper fired three to four clips and then the device started scissoring. The staple that was currently in the jaw looks bent. There were no problems with the staples falling out of the clipper. Case completed with a competitor device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).